Manufacturer narrative:
Block b3: exact date unknown, event occurred 3 months prior to the date the manufacturer became aware.

Event description:
It was reported that the patient developed an infection at the implantable pulse generator (ipg) site. Symptoms of stinging sensation, swelling and skin discoloration. The patient underwent an implantable pulse generator (ipg) explant procedure. Patient has completed two courses of oral anabiotics with no improvement in his symptoms. A culture off the ipg and tissue were taken. Patient is doing well postoperatively. The explanted device was kept and disposed of by the hospital. No device malfunction was suspected.